Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A volume discrepancy occurred where the expected residual volume was 10ml and the actual residual volume was 16ml. On two occasions during refill, a 5ml discrepancy was noted. The patient experienced increased pain with less than 50% therapy relief. An x-ray was performed and the catheter was still intact in the intrathecal space. There was csf (cerebrospinal fluid) flow when the catheter was disconnected from the pump. It appeared to be a pump issue. The pump was replaced and discarded. The patient status was ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was later reported that x-rays were taken after the volume discrepancies were noted. The physician believed that the issue was with the pump. Following the pump replacement, the intrathecal medication dose was lowered significantly.